Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: g2. Foreign: nl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that there was a broken cable; reason for return was repair. No symptoms were reported. Additional information was received from the rep. It was reported that it was unknown when the issue occurred. It was clarified that it was not the cable that broke, but the piece at the end of the cable that goes into the recharger. In the rep's opinion, the cause was because of normal use, maybe sticking the cable in the recharger carelessly. It was noted that this information was confirmed with the physician.